Event description:
As reported, the 6mmx30cm saber burst at 14atm. The device was replaced with a 6 x 25 018 saber after with no issues. There was no reported injury to the patient. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.